Event description:
A 3.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed in a patient to treat a lesion located in the lad #6; however, the physician reported that the stent appeared to be 21mm long when viewed with ivus and was nearly reaching the ostium of lcx post deployment. It was reported that the relevant stent was deployed at 8 atms and post dilated at 10 and 14 atms using the delivery balloon then the stent was further post dilated several times using two other manufacturer balloon catheters. The physician assumed that the stent had become extended during the dilatation because he had confirmed that both ends of the stent were between the balloon markers on angiography prior to deployment. No other abnormalities were noted during the preparation and the inspection of relevant device prior to use. The patient is reported to be fine post procedure. Medtronic has received the device and its analysis has been completed. The stent was not present on the balloon which had been inflated. The distal tip was damaged. No other damage was noted on the returned device. Two still cine images of the event were provided by the account, one of the lesion prior deployment of relevant stent and one of the deployed stent at the lesion; however, as there is no scale on the images, it was not possible to measure the length of the deployed stent. The cine image pre-deployment of the stent shows the location of the deployed stent, there is a side branch located on the distal side of the stent. The location of the stent post deployment is shaded in on the second cine image. The distal section of the stent is seen extended past the side branch; however, the proximal side of the stent does not appear to be extended any closer to the ostium of lcx.

Manufacturer narrative:
(B)(4) (relevant stent appears longer on ivus): evaluation results: root cause of event cannot be determined. Delivery balloon used to post dilate the relevant stent.